Event description:
The following adverse incident report was reported to cryolife via mhra: "bioglue surgical adhesive used to close durotomy following intradural tumour surgery. No glue placed into csf space. Patient represented few days later with high pyrexia. Thoroughly investigation with MRI, c-spine, full body CT scan and bloods. Reviewed by infectious diseases locally. No source of sepsis found. Patient pyrexia resolved spontaneously after a couple of weeks. The patient was taking bioglue cryolife for: to seal dura following intradural tumour excision." The patient also took the following medications: lansoprazole, peridopril, calcichew, vitamin b complex strong, and thiamine.

Manufacturer narrative:
The following adverse incident report was reported to cryolife via mhra: "bioglue surgical adhesive used to close durotomy following intradural tumour surgery. No glue placed into csf space. Patient represented few days later with high pyrexia. Thoroughly investigation with MRI, c-spine, full body CT scan and bloods. Reviewed by infectious diseases locally. No source of sepsis found. Patient pyrexia resolved spontaneously after a couple of weeks. The patient was taking bioglue cryolife for: to seal dura following intradural tumour excision." The patient also took the following medications: lansoprazole, perindopril, calcichew, vitamin b complex strong, and thiamine. A review of possible lot numbers was performed and it was confirmed that all records were controlled, available for review and met all specifications. According to the available information, the patient experienced post-operative fever following a neurosurgical procedure in which bioglue was used to close the dura. Medical work-up, including an infectious disease consult, failed to identify an infectious source. The fever spontaneously resolved after "a couple of weeks." Fever is a non-specific physiologic response to inflammation. The report does not offer any suggestion as to how bioglue was thought to be related to be the fever. However, inflammation, immune response, and allergic reaction are observed adverse events that have been reported with bioglue use. Adequate precautions and warnings are provided in the instructions for use (IFU). The root cause for this event remains unknown; however, there is no indication that an error or deficiency occurred at cryolife the part number was corrected from bg3502-5-us to bg3502-5-g and the lot number "13muw008" was removed as the lot number is unknown.

Event description:
The following adverse incident report was reported to cryolife via mhra: "bioglue surgical adhesive used to close durotomy following intradural tumour surgery. No glue placed into csf space. Patient represented few days later with high pyrexia. Thoroughly investigation with MRI, c-spine, full body CT scan and bloods. Reviewed by infectious diseases locally. No source of sepsis found. Patient pyrexia resolved spontaneously after a couple of weeks. The patient was taking bioglue cryolife for: to seal dura following intradural tumour excision." The patient also took the following medications: lansoprazole, peridopril, calcichew, vitamin b complex strong, and thiamine.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.